Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a peak aortic valve velocity (vmax) of 6.7 meters per second (m/s), suspected bicuspid aortic valve fusion of the non-coronary and right-coronary cusps, and significant calcification. Following the implant of the valve, the valve expanded poorly and paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. An electrocardiogram was performed that revealed complete heart block (chb), and the patient left the procedure with a pacing rate of 60 beats per minute (bpm).

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a peak aortic valve velocity of 6.7 meters per second (m/s), suspected bicuspid aortic valve fusion of the non-coronary and right-coronary cusps, and significant calcification. Following the implant of the valve, the valve expanded poorly and paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. An electrocardiogram was performed that revealed complete heart block (chb), and the patient left the procedure with a pacing rate of 60 beats per minute (bpm). Additional information was received indicating that the pvl was moderate in severity. A balloon dilation was performed to address the pvl. Per the physician, calcification of the annulus contributed to the expansion issue. Following the bav, both the pvl and the expansion issue were resolved.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.